Manufacturer narrative:
An event of migration of the valve was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported valve migration could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as valve-in-valve procedure was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 35 mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's annulus was measured with a perimeter of 94.1 mm and an area of 675.5 mm^2. The patient had moderate to severe aortic insufficiency (ai). The patient's aortic valve angle was 30 degrees. Pre-dilation was performed. The implant depth at 80% and final release was 3 mm from the non-coronary cusp (ncc) and 4.5 mm from the left coronary cusp (lcc). The valve was implanted. The following day it was noted that the valve migrated ventricular. A non-abbott valve was implanted valve-in-valve. The patient did not present with any clinical signs or symptoms. The physician believed the valve migrated due to a left ventricular outflow tract (lvot) that was larger than the annulus and the moderate to severe ai.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had moderate to severe aortic insufficiency (ai). The patient's aortic valve angle was 30 degrees. Pre-dilation was performed. The implant depth at 80% and final release was 3mm from the non-coronary cusp (ncc) and 4.5mm from the left coronary cusp (lcc). The valve was implanted. The following day it was noted that the valve migrated ventricular. A non-abbott valve was implanted valve-in-valve. The patient did not present with any clinical signs or symptoms. The physician believed the valve migrated due to a left ventricular outflow tract (lvot) that was larger than the annulus and the moderate to severe ai.